Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse that high lead (7/limit/high) impedance was received upon interrogation of a pt's generator. According to the reporting nurse, the pt has had a bad morning of seizures and the history may be unclear; however, the pt has been using clobazam in recent days. The treating nurse indicated that she reduced the pt settings and referred to pt for x-rays. Good faith attempts to obtain add'l info from the treating nurse have been unsuccessful to date.